Event description:
Noise seen on vf episodes with double counting. This may be acceptable vf behavior but that potential lead issue cannot be ruled out. Data presented to physician for next steps. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.